Event description:
A male patient underwent aaa repair in 2009. The flex main body was inserted after being prepped according to cooks instructions for use and oriented correctly, then deployed down to the contralateral limb. As the standard approach in this center for cannulation is from the brachial artery, it was then decided to deploy the top cap. As the black hub from the safety wire was being removed, it was taken about 1.5-2 inches away from the hub of the white wire, but would not move further. The pin vise was then loosened and the inner cannula withdrawn to try and release some tension, but to no effect. It was then decided to deploy the ipsilateral limb to ensure that both safety wires were not entangled. There was slight tension in doing this, but the white hub did come out and disengage. This still would not allow the physician to remove the black hub. The next approach was to push the grey introducer up as if to dock the top cap and see if the wire would dislodge, but this also did not work. From there, the physician tried to stabilize the graft within the patient and try to pull the wire out further. To do this, a coda balloon was inserted and inflated within the main body and the wire was pulled some more, but still would not come out. An up and over approach was then taken at the bifurcation, and a snare inserted from the brachial artery and the top cap then snared. Once all were in position with the top stabilized by the snare and the bottom by the wire, the black hub was pulled and eventually came out. The top ap was then pushed off and the supra renal stent deployed. It was then discovered that the snare had gotten caught on some barbs, and was pushed against the artery wall. The next technique used was to go up outside of the graft from the left groin with a selective catheter and try to push the snare off the barb but this did not work. The same approach was then taken from above, but again to no avail. The next technique was to cannulate the snare and push a cutting balloon into it and try to burst the snare. As the snare was made from tungsten and gold, the balloon was not powerful enough to break it. The physician decided to try the up and over approach one more time to pull the snare from the arm. This worked but the graft migrated north. In doing this, the force of the snare had allowed the main body to migrate upwards and fully cover the left renal artery and partially cover the right renal artery. The up and over wire was then used to slightly pull the graft back down. As the bare metal stent was now out, there was not a lot of downward movement allowed, but just enough to have both renal arteries exposed but still covered. Both renal arteries were then stented and the case proceeded as normal and the extension limbs were inserted. The case started at 1000 hours and ended at 1910 hours. It was noted the patient now has a hematoma but expired one week post op - in 2009. Post mortem two days later.

Manufacturer narrative:
Investigation findings: the development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. A change was implemented to the loading procedures that will possibly help prevent damage to the trigger wire. On february 6, 2009, a new document that will be used as training manual, as well as an alternate deployment sequence, has been approved for distribution. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently release tension from the trigger wire, allowing it to be removed. A review of the manufacturing records for this device indicated the device was loaded after the changes implemented, but the procedure occurred before the new deployment technique was approved. No product has been received. However, films were provided for review. A review of the provided films show a consistent series of events with the provided event description. The appropriate individuals have been notified and we will continue to monitor for similar events.